Event description:
The pt has two leads implanted with the same lot number. It was reported the pt is experiencing unintended stimulation in his abdomen. A sjm representative met with the pt and reprogramming was unable to capture coverage in the pt's pain areas. The pt is pending follow up for reprogramming again in three weeks.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.